Event description:
Note: date of event is unknown. It was reported to boston scientific corporation in 2008, that one month after placement of a button replacement gastrostomy device, the balloon was noted to be ruptured. There were no patient complications reported as a result of this event. The patient's condition was reported as "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacturer date is unknown. Therefore, the device manufacturer date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.